Event description:
Technician alleged the siderail is not latching. No patient impact.

Manufacturer narrative:
The technician found the account is using the siderail as a transport handle and they damaged the siderail during this process. The technician replaced the siderail latching assembly to resolve the issue.